Event description:
Customer's mother called and stated that while placing insulin in the pod, it was hard to fill and she heard a clicking sound. She deactivated the pod. He son did receive high bg readings as documented below. There was a spot of blood at the site when it was removed. He was wearing the pod for about 11 hours. Bg read high when the pod was replaced. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The spot of blood noted in the report is related to the location selected for needle deployment and is not product related. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.